Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with no flow and the handpiece was not oscillating during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system was not oscillating and had no flow in the chamber. Patient impact is unknown. Additional information was requested but none has been received. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).